Event description:
It was reported that a patient underwent an avrt (atrioventricular re-entry tachycardia)/wpw (wolff-parkinson-white) ablation with an ez steer thermocool nav and the patient experienced cardiac tamponade that required pericardiocentesis. After the case completed successfully, there was a mild concern for pericardial effusion. During monitoring with an intracardiac echocardiography (ice) catheter and cardiac echo, they noticed there was fluid surrounding the heart. The patient was stable and recovering. Several hours later, the patient went into cardiac tamponade. The effusion was confirmed and a pericardiocentesis was performed to drain the fluid as the medical intervention.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).